Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors instrument was stuck on tissue. The instrument release key was used to release the tissue. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the surgeon present in the operation room confirmed that the tissue was not stuck to the tissue. They used the emergency release kit because the jaws were blocked in an open position, and they couldn't remove them as they didn't fit inside the trocar. Until the point when they used the instrument release kit (irk), the energy was working.